Event description:
Patient's family member called lfs and alleged that patient's meter was reading inaccurately high. They reported a result of 500 mg/dl on their meter. The patient ate/drank after testing. The patient did not report any symptoms at the time of testing. The patient was taken to the clinic and when they arrived the patient's blood glucose was tested. The result was 200 mg/dl. The patient did not receive any treatment. The test strips were in good condition, codes matched, and the technique for applying blood to the test strip and for cleaning the puncture area were correct. The patient performed two control solution tests, both failed. The patient then tested with anew vial of test strips and the control solution test passed.